Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The device history records were reviewed and there are no non-conformance documents. Subject product passed all inspections and certification testing. Placeholder.

Event description:
A report was received regarding a scheduled trochanteric fixation nail hardware removal. The tfn system was revised to a total hip arthroplasty due to the helical blade cutting out through the femoral head. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates that the synthes trochanteric fixation nail (tfn) system is intended to treat stable and unstable fractures of the proximal femur including pertrochanteric fractures, intertrochanteric, basal neck fractures, and combinations thereof. The helical blade was manufactured in 11/07 and the tf nail in 7/11, were implanted (B)(6) 2013, revised and explanted (B)(6) 2013. The helical blade, tfn and distal locking screw were received intact and drawings 456_451_reg rev.a and 456_301 rev.g were reviewed and determined to be suitable for the intended design and dimensional conformity of these devices. The returned helical blade and tf nail were assembled together to simulate the implantation construct and the components assembled and functioned as intended. No issues were found with the returned components and it is likely that the osteoporotic condition of the (B)(6) patient's bone quality was a factor in this complaint and/or the helical blade angle was improperly selected. (B)(4). It is likely that the selected method of use/implant selection rather than any design deficiencies has resulted in this complaint. The devices evaluated here are determined to be suitable for their intended use. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates the nail was received with the oblique hole damaged on the outer edge and the outside diameter scuff marks from implantation. Dimensional inspection found no out of tolerance features. The material, tialb was verified with niton 06 and passed. Investigation in on-going. Corrected data: expiration date: corrected from 05/30/2020 to 05/01/2020.